Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook grunther tulip filter was implanted on (B)(4) 2012 at bronson methodist hosp in (B)(6)." Pt outcome: it is alleged that "pt was injured without further explanation. Hosp and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Summary of investigational findings: no imaging provided and patient's medical records are unknown at this time. Therefore it is not possible to comment on the pain, which allegedly began approx. 2 weeks after filter implant. Also, it is not possible to comment on the vena cava perforation, which patient became aware of approx. 4 months after implant, as well as the explant attempt, which allegedly failed due to perforation of ivc also approx. 4 months after implant. Filter perforation published in scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval it is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. Rpn and lot# are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "a cook gunther tulip filter was implanted on (B)(6) 2012 at (B)(6)". New additional information was provided: according to medical records the filter was implanted on (B)(6) 2012. Alleged vena cava perforation noticed rle swelling and pain. Was 4 weeks post-partum when she presented to (B)(6) emergency department with new rle extensive dvt, vaginal bleeding since delivery. No prior history of dvt. Transferred to (B)(6) on (B)(6) 2012. Developed pleuritic chest pain shortly after admission, where a CT of chest showed bilateral pes, along with ultrasound results confirming rle dvt in most of the deep venous system extending into profunda femoris. Decision made to perform thrombolysis, place filter. Vaginal bleeding was resolving upon discharge on (B)(6) 2012. Anti-coagulation was to continue. Plaintiff claims pain began approximately 2 weeks after implant, but wasn't aware of the "perforation" until (B)(6) 2013. Alleged failed explant attempt due to perforation of ivc at (B)(6) in (B)(6) 2013. Patient outcome: new additional information was provided: pt suffers from pain as a result of the filter perforating her ivc. The filter is unable to be retrieved and pt is concerned that the filter may fracture and cause her further injury. Alleged perforation, pain, inability to remove.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook günther tulip filter. Since catalog# is unknown the 510(k) could be either k090140 or k112119. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook gunther tulip filter was implanted on (B)(6) 2012 at (B)(6)." New additional information was provided: according to medical records the filter was implanted on (B)(6) 2012. Alleged vena cava perforation. Noticed rle swelling and pain. Was 4 weeks post-partum when she presented to (B)(6) with new rle extensive dvt, vaginal bleeding since delivery. No prior history of dvt. Transferred to (B)(6) on (B)(6) 2012. Developed pleuritic chest pain shortly after admission, where a CT of chest showed bilateral pes, along with ultrasound results confirming rle dvt in most of the deep venous system extending into profunda femoris. Decision made to perform thrombolysis, place filter. Vaginal bleeding was resolving upon discharge on (B)(6) 2012. Anti-coagulation was to continue. Plaintiff claims pain began approximately 2 weeks after implant, but wasn't aware of the "perforation" until (B)(6) 2013. Alleged failed explant attempt due to perforation of ivc at (B)(6) hospital in (B)(6) 2013. Patient outcome: new additional information was provided: pt suffers from pain as a result of the filter perforating her ivc. The filter is unable to be retrieved and pt is concerned that the filter may fracture and cause her further injury. Alleged perforation, pain, inability to remove.